Manufacturer narrative:
Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for an unknown endovascular treatment on an unknown date. It was reported that the previously implanted valiant stent graft had lost seal proximally and a type ia endoleak was observed. No additional clinical sequalae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.